Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead would not connect to the neurostimulator. The physician used the torque wrench to secure the device and heard the expected sounds, but the lead would not connect. The physician used another neurostimulator to complete the procedure. There were no patient injuries.